Manufacturer narrative:
Investigation results for the returned platform as follows: visual inspection of the returned platform shows no visible damages. A review of the archive was performed and the reported complaint of a user advisory (ua) 7 (discrepancy between load 1 and load 2 too large) message was confirmed. The archive data shows that ua 7 occurred on (B)(6) 2013, rather than on the reported event date of (B)(6) 2013. Functional testing could not be performed due to the user advisory 7. Based on the initial investigation, the part identified for replacement is the load cell module 2. In summary, the reported complaint of a ua 7 occurring was confirmed based on the archive review and upon functional testing. The fault was found to be due to the defective load cell module 2.

Event description:
It was reported that during a device check, the autopulse platform displayed a user advisory 7 (discrepancy between load 1 and load 2 too large) message. Customer adjusted the position of the lifeband and restarted the platform. The platform gave another user advisory 7 message after an "initialization" message displayed on the platform. No patient involvement was reported. No further information was provided.

Manufacturer narrative:
Zoll (B)(4) confirmed that the user advisory 7 message occurred due to false recognition of the load gap between load cell 1 and 2, which was attributed to a defective load cell. The product in complaint was returned to zoll on 01/24/2014 for investigation. However, investigation is still in progress. A supplemental report will be filed once investigation has been completed.